Manufacturer narrative:
Additional information it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, unable to retrieve, vc perforation, fracture, embedded, clot adherent to ivc, pain". Cook will reopen its investigation if further information is received. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff alleges chest pain without further details. (B)(6) 2014, "clot adherent to ivc filter, greater than 50% size of filter. Ivc filter not removed due to risk of pulmonary embolism". (B)(6) 2014, "interval resolution of the intra filter clot. Retrieval of the filter aborted due to apparent endothelialization of the apex and the hook of the gunther-tulip filter".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 01/22/2016 as follows: the plaintiff allegedly received the filter implant via left common femoral vein on (B)(6) 2013 due to recurrent dvt and subdural hemorrhage contraindicating anticoagulation. Unsuccessful retrieval attempts allegedly occurred on (B)(6) 2014 and (B)(6) 2014, respectively. The (B)(6) 2014 removal attempt was abandoned due to an alleged ¿clot adherent to ivc filter, greater than (B)(4) size of filter.¿ the (B)(6) 2014 removal attempt was abandoned due to alleged ¿apparent endothelialization of the apex of the filter and the hook.¿ fracture and perforation are also alleged. The plaintiff alleges device is unable to be retrieved and chest pain.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 after experiencing a right leg dvt. The filter was placed at (B)(6) medical center. After placement, [pt] reports two failed attempts to remove the filter on (B)(6) 2014". [Pt] lists continued chest pain from the filter. Additional information received february 22, 2017: it is alleged in the pending lawsuit that pt suffers vena cava perforation, fracture, and the inability to retrieve the device.

Manufacturer narrative:
No additional information. This follow up # 1 correction report is being submitted since a follow up # 2 was previously submitted instead of follow up # 1. ********************************************************************************************************************************* *** william cook (B)(4) initially reported event under MFR report # 3002808486-2015-00190. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00564, follow up #1. This was in reference to william cook (B)(4) MFR report # 3002808486-2015-00190. Cook is now submitting an initial report to correct this issue.**** this report was initially reported under 3002808486-2015-00190. The 510(k): k043509. Investigation - evaluation: no product was returned; however, during the course of investigation, a review of the complaint history and specifications was conducted. No imaging was provided and patient's medical records are unknown. Consequently it is impossible to comment on the reported two unsuccessful attempts to remove the filter approx. 4½ and 8½ months after placement. Also, it is impossible to comment on listed "chest pain from the filter". Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The device is packaged with an instructions for use (IFU) which gives device description, instructions for placement and use as well as warnings, precautions, contraindications and potential adverse events related to the device. We will continue to monitor this device.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 after experiencing a right leg dvt. The filter was placed at (B)(6). After placement, [pt] reports two failed attempts to remove the filter on (B)(6) 2014". Patient outcome: [pt] lists continued chest pain from the filter.

Manufacturer narrative:
The initial report was submitted under MDR# 3002808486-2015-00190 by william cook (B)(4). New information was provided that confirmed the device was manufactured by cook inc. This new information is being submitted MDR# 1820334-2016-00564. This report was initially reported under 3002808486-2015-00190. The 510(k): k043509. Investigation - evaluation: no product was returned; however, during the course of investigation, a review of the complaint history and specifications was conducted. No imaging was provided and patient's medical records are unknown. Consequently it is impossible to comment on the reported two unsuccessful attempts to remove the filter approx. 4½ and 8½ months after placement. Also, it is impossible to comment on listed "chest pain from the filter". Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The device is packaged with an instructions for use (IFU) which gives device description, instructions for placement and use as well as warnings, precautions, contraindications and potential adverse events related to the device. We will continue to monitor this device.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 after experiencing a right leg dvt. The filter was placed at (B)(6). After placement, [pt] reports two failed attempts to remove the filter on (B)(6) 2014 and on (B)(6) 2014". Patient outcome: [pt] lists continued chest pain from the filter.

Manufacturer narrative:
*** William cook europe initially reported event under MFR report # 3002808486-2015-00190. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00564, follow up #1. This was in reference to william cook europe MFR report # 3002808486-2015-00190. Cook is now submitting an initial report to correct this issue.**** this report was initially reported under 3002808486-2015-00190 PMA# 510(k): k043509. Investigation - evaluation. No product was returned; however, during the course of investigation, a review of the complaint history and specifications was conducted. No imaging was provided and patient's medical records are unknown. Consequently it is impossible to comment on the reported two unsuccessful attempts to remove the filter approx. 4½ and 8½ months after placement. Also, it is impossible to comment on listed "chest pain from the filter". Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The device is packaged with an instructions for use (IFU) which gives device description, instructions for placement and use as well as warnings, precautions, contraindications and potential adverse events related to the device. We will continue to monitor this device.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 after experiencing a right leg dvt. The filter was placed at (B)(6) medical center. After placement, [pt] reports two failed attempts to remove the filter on (B)(6) 2014". Patient outcome: [pt] lists continued chest pain from the filter.